Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms). The patient device was not disabled. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. However, it cannot be confirmed that it is not fully inserted due to the angle of the images. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. However, the high impedance may possibly be related to incomplete lead pin insertion into the generator header. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
It was reported that according to the results of the investigation, it is assumed that the broken coils may have been related to the patient unconsciously touching the implanted area and/or the patient was absorbed in play that an excessive action resulted in potential lead damage.

Event description:
Analysis of the generator and lead were completed. The reported lead fracture was confirmed. A coil break was identified in both positive and negative lead coils. Scanning electron microscopy images of both coils show that pitting or electro-etching conditions have occurred at the break locations. The positive coil shows the early stages of a secondary stress-induced fracture in one strand. The appearance of both coils suggest a stress-induced fracture has occurred in at least two strands of the quadfilar coils. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism of the other strands cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Results of diagnostic testing indicated that the battery status indicated ifi=no in the analysis lab.

Event description:
It was reported that the patient had surgery on (B)(6) 2014. Generator diagnostics to test the generator in surgery resulted in results within normal limits. The lead pin was removed and re-inserted, but system diagnostics still resulted in high lead impedance. Therefore, the patient had generator and lead replacement surgery. The explanted product was returned to the manufacturer for analysis. However, analysis has not completed to date.